Event description:
Customer reported blood glucose result of 300 mg/dl, 200 mg/dl and 130 mg/dl within 10 minutes on either active s system 1, active s system 2, or active s system 3. Customer reported symptoms of hyperglycemia, no treatment reported. No adverse event reported. A request was made for the return of the system, replacement was sent. This report is for active s system 2.

Manufacturer narrative:
Please see medwatch with patient for active s system 1. Please see medwatch with patient for active s system 3.